Event description:
IV tubing separation reported. The IV tubing broke off from soft tubing of set at the point of attachment to IV catheter (an 18 gauge catheter). The nurse was in the room at the time of the event, so blood loss was minimal. The tubing was changed to solve the problem. No negative pt outcome was reported.